Event description:
It was reported that there was low impedance measurement and no capture in the right ventricular lead one day post implant. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.